Manufacturer narrative:
(B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual evaluation, the distal backcheck valve, was noted to be disconnected at the sonic weld of the valve. The defect of the distal backcheck valve disconnecting at the sonic weld was confirmed through visual inspection. Review of the discrepancy management system (dsms) database was not possible as the lot number was reported as unknown. At this time a definitive root cause could not be determined; however, excessive handling could not be ruled out. We will maintain this report for further reference and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the set detached at the lowest y site at the backcheck valve which caused a small amount of blood to leak. There was no patient injury.